Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized and eventually shifted to intensive care unit (ICU) due to hyperglycemia on (B)(6) 2025 due to infusion set was accidentally pulled out during use lead to hyperglycemia. The blood glucose level was 501 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.